Manufacturer narrative:
Programmer: 37743, serial#(B)(4). Accessory: 37752, serial# (B)(4). Lead: model 39565-65, serial# (B)(4), implanted: 2010 (B)(6), explanted: na.

Event description:
It was reported that the patient could not adjust stimulation. The display showed a "call your doctor" icon. A power-on-reset condition was reported to have occurred while the patient was riding in a car. The por was cleared and this resolved the reported issue. It was noted that the implantable neurostimulator was at 75%.